Manufacturer narrative:
Due to the limited information available about the issue, a direct root cause could not be determined.

Event description:
There was an allegation of questionable elecsys ca 19-9 results from the cobas 6000 e601 module. On (B)(6) 2025 the initial result was 42.92 u/ml, and the repeat result was 17.84 u/ml. The questionable result was not released outside of the lab and the repeat result was deemed to be correct. On (B)(6) 2025 the initial result was 162.4 u/ml, and the repeat results were 17.05 u/ml, 11.73 u/ml, and 12.4 u/ml. On (B)(6) 2025 the initial result was 28.45 u/ml, and the repeat results with a different reagent pack were 6.45 u/ml, 6.27 u/ml, and 6.27 u/ml.

Manufacturer narrative:
The cobas 6000 e601 module serial number is (B)(6). The investigation is ongoing.